Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to a surgery, and experienced a low blood glucose of 23 mg/dl after the surgery. The customer stated that he had been experiencing low blood glucose levels for four to five days. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer later called to report that his basal rates were too high. Assisted with the correct programming. Nothing further was reported.